Event description:
It was reported that the patient presented in emergency room with dizziness. Upon interrogation, when the wand was placed over the device, the device stopped pacing and the patient was asystolic. The pacing was restored when removing the wand before interrogation. It was suspected that the device was at end of service (eos)/end of life (eol). The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.